Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited eight inappropriate shocks, noise, elevated thresholds and out-of-range (oor) pacing impedances of greater than 2000 ohms. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.